Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4)

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The device met 77% of the expected longevity. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 407652 implantable pacing lead, (B)(6) 2010; 419688 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was later reported that the longevity calculation was updated and the device had normal battery depletion.